Manufacturer narrative:
No conclusion can be made. At this time the contact has not provided sufficient information to identify what product was implanted in the patient, or the specific post-op complications that are alleged to have occurred. As product identifiers have not been provided, a review of the manufacturing records is not possible at this time. This is an addendum to the initial emdr submitted. This supplemental emdr is submitted to report the date of implant provided in the legal claim. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: "our client underwent medical device insertion on (B)(6) 2010 and was subsequently operated on several occasions as a result of this procedure and two further mesh implants were implanted causing our client extensive pain and suffering which is ongoing." "Injuries suffered following surgery and placement of placement of permanent medical device." Note: the notice of injury includes multiple medical device companies including davol inc. The notice does not identify a specific device used to treat the patient. The bard flat mesh product identified below is a representative device to allow for reporting the event. The actual devices used to treat the patient are not known at this time. Addendum: attorney alleges that on (B)(6) 2010, a non bard/davol product was implanted to repair the hernia. It is alleged on (B)(6) 2012, a non bard/davol product was implanted to repair the hernia. It is alleged on (B)(6) 2016, a bard mesh (bard flat mesh) was implanted to repair the hernia.

Manufacturer narrative:
No conclusion can be made. At this time the contact has not provided sufficient information to identify what product was implanted in the patient, or the specific post-op complications that are alleged to have occurred. As product identifiers have not been provided, a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. Note: not returned.

Event description:
The following was alleged by the patient's attorney: "our client underwent medical device insertion on (B)(6) 2010 and was subsequently operated on several occasions as a result of this procedure and two further mesh implants were implanted causing our client extensive pain and suffering which is ongoing." "Injuries suffered following surgery and placement of placement of permanent medical device." Note: the notice of injury includes multiple medical device companies including davol inc. The notice does not identify a specific device used to treat the patient. The bard flat mesh product identified below is a representative device to allow for reporting the event. The actual devices used to treat the patient are not known at this time.